Event description:
It was reported that a patient underwent surgery for a battery replacement for a pacemaker on (B)(6) 2012 and suture was used. On (B)(6) 2012, the patient returned to the hospital with itching and a rash at the incision site. She returned on (B)(6) 2012 due to worsening symptoms. The patient was given antibiotics and steroids for treatment.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03625. The same patient is represented in each medwatch.